Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular high voltage lead impedance was high. Lead revision was discussed. The patient was stable and with no consequences.